Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. Customer stated there was a crack on the screen and they were unable to read the active insulin. The customer¿s blood glucose level was unknown at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with cracked display window. Down arrow button did not respond due to unlock on lcd keypad connector. Unable to perform self test, displacement test, sensor test due to button keypad anomaly. No damage on lcd board noted.